Event description:
The 3d vision sense camera/lens. Pt was undergoing transsphenoidal resection of a pituitary tumor. Approach was endoscopic wherein during use of the camera and power drill was inserted into the pt's nostril. Microdebrider touched the end of the camera lens which caused a scratch on the lens. The surgeon noticed a scratch on the lens which was probably caused by the two instruments touching which was visible on the monitor. He proceeded to clean the lens which might have caused the lens cover to become separated from the camera. The surgeon re-inserted the scope into the pt after the camera was cleaned. The camera immediately went dead after water from the drill penetrated its electronics. There was no harm or adverse outcome to the pt.